Event description:
Pump history showed that 40mg of bolus dose of morphine and 668mg of continuous infusion was delivered, during one week period. When nurse changed old infusion bag with new one, she found that little or no medication had been delivered. Approx 67ml of infusion should have been used, from 100ml bag.